Manufacturer narrative:
Evaluation of the battery pack related to this complaint confirmed the reported issue; however, the cause of the depleted battery could not be determined. A review of the log files identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.